Manufacturer narrative:
A review of the device history record showed that this lot met all the final inspection and final release requirements. Historical trending was done, no trends were shown. The customer would not release the sample for investigation, but did allow photos of it to be taken. A review of the photo showed a hole on the glove. The actual root cause could not be determined. We will continue to monitor complaints for any trends.

Event description:
Medwatch was received from the FDA (is attached to this report) which stated that a small piece of the glove was unaccounted for. It was noticed missing at the end of a laparoscopic tubal procedure. Per the received medwatch, a search was conducted for the piece and it could not be found. Antibiotic precautions were taken during the surgery and continued for approximately one week postoperatively. The patient was stable when she was transferred to the recovery room. Also per the received medwatch, the patient's anatomy (morbidly obese) did contribute to this event, and no manufacturing problem was noticed with the gloves that may have contributed to this event.